Event description:
Patient's parents contacted dexcom technical support on (B)(6) 2015 to report skin irritation on (B)(6) 2015. Patient's parents stated that they are using flovent prescribed by a doctor, for the patient's skin, to prevent irritation the patient experiences from the sensor adhesive. At the time of contact, the patient's parents did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).